Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 11/22/2012. The strip lot # d160517-1 was manufactured on 05/17/2016 and will be expired in 05/2018. Ok biotech received no complaints from same manufacturing batch of strips. We tested the retain strips of same batch #d160517-1, the control solution tests for level low were 50/48 mg/dl; for level high were 231/239 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 9:00 - 10:00 pm after the end user received a "high" result from her prodigy diabetes glucose meter. The end user stated that she felt exhausted and could not stand. The end user was taken to the ER and upon arrival her blood glucose reading was 700 mg/dl. At this point she received fluids and insulin to assist in stabilizing her blood glucose level. After two days in the hospital the end user was discharged and instructed to follow a diet and maintain her blood glucose levels. No additional information was provided in relations to this medical event.